Event description:
Complainant alleged that the device was hooked up to a pt with stat padz in the off position and around 2am, the device performed a full 30j self test and possibly delivered the 30j test shock to the pt, whom the nurse observed jumped. The nurse subsequently turned the unit off. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The complainant indicated that the original stat padz were thrown out but will send in a sample set with the device for eval.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.